Event description:
The nurse was inserting PICC line, which went in easily. When she pulled out the guide wire, the end of it fell apart. The patient was in ICU and an intensivist was there. An x-ray was done to check for fragments. They determined that nothing was retained in the patient.